Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for a little over a month they were having a harder time connecting with the implant using the communicator. Patient also said they had to charge the implant twice a week instead of once a week. Patient said the other day they charged their implant for a while and only got to 70%. Patient did not have external equipment with them during call and said they had an appointment with the health care provider (hcp) on (B)(6) that the representative (rep) would be at. Pt said they would have their issues addressed at the hcp. Agent reviewed information about implant battery longevity and redirected patient to healthcare provider. Pt said they had thought they had the 5 year battery and wanted only the 5 year battery and said they would talk to the hcp about this.